Manufacturer narrative:
The reported event of a loose component on (B)(4) could not be confirmed as the device was not returned for analysis. Analysis could not be performed. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator who noted on manual and visual inspection of his controller that the controller power connector on side one was slightly loose. An elective controller exchange was performed on (B)(6) 2016. Patient tolerated the procedure without incident. The controller was removed from service. The patient was placed on his back up controller and the patient receive a new back up controller out of hospital inventory.